Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified a damaged blue fiber cable (bfc) and the orange fiber connected to the vision side cart (vsc) and patient side cart (psc). The system was tested and verified as ready for use. As field scrap items, the blue fiber cable and the orange fiber assembly were replaced and scrapped. They will not be returned to isi for further investigation. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted technical support to report a clean fiber cable message presented by the system. Prior to contacting technical support, the customer cleaned the blue fiber cable, but the issue reoccurred. The technical support engineer (tse) requested the customer perform power cycles with the breaker, but the issue persisted. The tse then requested the customer to verify the status of the leds behind the vision side cart (vsc). The customer advised that the second port at the top was red, therefore, the tse instructed the customer to power down the system, swap the blue fiber cable from the third port end, and move the blue fiber cable from the patient side cart (psc) to the surgeon side console (ssc). Following the performed actions, the issue persisted. As a result, the customer elected to convert the surgery. The technical support engineer (tse) reviewed the error logs and identified errors 23 and 40. The procedure was converted to open surgery.